Event description:
Procedure: low anterior resection. According to the reporter: the reload was attached to the I-drive handle, when the surgeon placed the stapler where he wanted it, he closed down to the green tissue range. The device was fired and the normal firing noise was heard. After the surgeon opened the jaws, it appeared the device did not staple or cut. The surgeon had to use a second device reload to complete the transection. There was no tissue damage or blood loss reported.

Manufacturer narrative:
(B)(4).